Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No prime anomaly noted during testing. Unit received with intermittent button response during testing due to flattened dome switch on the up arrow button, esc and act buttons. J2 lcd connector was inspected and no anomaly was noted. Unit also received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump stuck in rewind bolus delivery loop. The customer¿s blood glucose level was unknown at the time of the incident. Customer also got low battery alarm. Customer stated that they were not comfortable with pump. Advised customer that the insulin pump will be replaced and agreed to return the insulin pump for analysis.